Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 529 mg/dl and customer had just changed their infusion set. Customer then pulled the cannula and it was bent. Blood glucose went down to 296 mg/dl and treated with bolus. Customer completed troubleshooting. The product will not be returned for analysis.